Event description:
Customer reported device was generating a strip error message and when looking at the strip container being unable to find the lot number. Customer stated being unable to find any numbers on the test strip vial. A request was made for return product and replacement product was sent.